Event description:
It was reported that the patient had three devices in the last three years and was wondering what was wrong with the devices. The manufacturer's device registry showed that the patient was implanted in 2009. In 2010 the patient's leads were replaced (see MFR. Rep. # 3004209178-2010-09922). The patient's neurostimulator was replaced in 2011 (see MFR. Rep. # 3004209178-2012-04884), after the patient stated that it "quit." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID unknown, serial# unknown, implanted: (B)(6) 2010. Product type: lead: product ID unknown, serial# unknown, implanted: (B)(6) 2010. Product type: lead. (B)(4).